Event description:
It was reported the patient's scs ipg does not communicate with external devices. Reportedly, the patient stated she has had multiple surgeries since implant and the scs system was not set to surgery mode during those procedures. Troubleshooting performed by the abbott representative was unsuccessful in resolving the issue. Surgical intervention would be necessary to replace the patient's scs ipg.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.